Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was previously reported the patient was hospitalized 17 days after onset of the peritonitis. Follow up information provided reports the patient was hospitalized 19 days after onset of the event. On an unreported date, the pd catheter was replaced and dianeal therapy was re-introduced. The patient recovered from this peritonitis event (previously reported as ongoing and improved). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy effluent. On the same day, the patient began treatment with ceftazidime (route, dosage, frequency not reported) for the peritonitis. On the same day the pd catheter was removed and hemodialysis was started. Seventeen days after onset of peritonitis, the patient was hospitalized for a total of four days. At the time of this report, antibiotic therapy was ongoing and peritonitis was ongoing and improved. Retraining on aseptic technique was not yet completed and planned for an unknown future date. No additional information is available.